Event description:
It was reported the asymptomatic patient presented for an initial implant procedure. During multiple positioning attempts, the ventricular leadless pacemaker was seen to have high pacing impedance, failure to capture, and under sensing. It was noted that the peacemaker may have been positioned in tissue affected by acute myocardial infarction. The delivery catheter was exchanged and the device was implanted at a different location. The patient was stable.

Manufacturer narrative:
Correction: d2 product code updated to pnj.